Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was working properly but did not got alerts even though they had set to be on, had broken battery cap and unexplained no delivery alerts. Customer stated that insulin pump was grinding during rewind and dropped connection to glucometer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.